Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that he had to remove the dental implant during its installation surgery because the implant driver broke in the implant. The implant was not replaced at the same surgery.